Event description:
Customer's mother reported that when she removed her son's pod the site "bled a little" and she could see the head of the needle through the cannula. She stated her son was not in pain, but she never noticed that before. This pod was activated around 9pm. Blood glucose (bg) was within normal range until 2:29 am when it read 326 mg/dl; a correction bolus of 0.45 units was given. At 4:14 am, his bg was 362 mg/dl so another bolus was given (0.5 units). His bg was still high at 5:15 am - it read 377 mg/dl; a manual injection of 0.5 units was administered. About 45 minutes later, his bg decreased to 269 mg/dl; a bolus of 0.35 units was given. A little after 8 am, his bg was within normal range (195 mg/dl). The customer's mother reported that while activating this pod, "the pod beeps did not sound the same and when bolusing it did not sound the same either." The pod was not returned for eval.

Manufacturer narrative:
The pod was not returned for eval. A product assessment cannot be made to determine how the pod was functioning. It was reported that "the head of the needle [was seen] through the cannula," indicating the needle mechanism did not properly retract back inside the pod after deployment. We cannot confirm a needle mechanism failure occurred since the device was not returned for eval. Product lot qualification records were reviewed and determined to have passed all acceptance criteria. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The guide also warns, "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been effected. If you experience unexpected elevated blood glucose levels, change your pod."